Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site, exposing the implant (specific date not reported). Subsequently, the device was explanted under general anesthesia on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. The patient was also treated with topical and IV antibiotics during the explant procedure on (B)(6) 2024 (specific duration not reported).